Event description:
It was reported the stylet would not pass through the inner lumen of the left ventricular (lv) lead. When the physician attempted to insert the stylet, the stylet pushed through the outer insulation and was visable on the outside of the lead. The lv lead was attempted but not used and was successfully replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead (B)(6) 2005; 6944-65 lead (B)(6) 2007; d224trk bi-ventricular defibrillator (B)(6) 2011. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed the outer insulation was breached by a stylet/guidewire. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.